Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultra meter is reverting to setup mode. The patient's diabetes is managed with insulin- no adjustments. The alleged issue began on (B)(6) 2010 at 11:30 am. The patient did not make any alteration his diabetes management at the time of concern. The patient claimed that one hour later he developed symptom of "shaky." There was no allegation of treatment for severe hypoglycemia or hyperglycemia. According to the troubleshooting performed with customer service, the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptom that can be suggestive of hypoglycemia 1 hour after the alleged issue began.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
(B)(6). It was reported that during a stenting treatment procedure, incomplete apposition occurred. The 95% stenosed and 14mm long target lesion was located in the non-calcified and non-tortuous mid left anterior descending coronary artery (lad) with a reference vessel diameter of 4.3mm. The lesion was treated with direct stent placement of a 3.0x16mm taxus liberte stent. Post-stent deployment intravascular ultrasound (ivus) revealed incomplete apposition of the stent. It was treated with post-dilatations using a non compliant balloon resulting in 0% residual stenosis and timi-3 flow. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # k062195.